Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead fracture of the atrium was observed through merlin.net with an increase impedance and noise. The lead was explanted, replaced and discarded. The patient condition was stable.